Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. There is no specified allegation associated with this product. The symptoms / reason for revision associated with this patient is not known. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: there is no allegation associated with this product. The reason for revision is not known. A complaint database search and/or device manufacturing (mre) review will not be performed even when lot information is known.

Manufacturer narrative:
Product complaint #: (B)(4) initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf has no allegation. After review of medical records, it was indicated that the patient had a revision and reason was not provided. Doi: (B)(6) 2012, dor: (B)(6) 2019, right hip.